Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan from (B)(6) alleging the one touch verio pro meter was not drawing the sample in. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter was not drawing the sample in. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (submission 12/12/2012)-device evaluation: lifescan received the test strips with the complaint and completed device evaluation on (B)(4) 2012. The returned test strips passed testing. The alleged complaint was not confirmed. Lfs received the meter involved with the complaint on (B)(4) 2012; however, investigation has not been completed.